Manufacturer narrative:
The pump cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump was monitored. All operating currents tested within spec range. No blank display noted. The insulin pump passed unexpected restart alarms noted. No unexpected restart alarms noted. All buttons function properly. However moisture damage was noted on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mom reported via phone call that the insulin pump had a blank display, unexpected restart, and keypad unresponsive. The blood glucose at the time of the incident was 227 mg/dl. She states the keypad is unresponsive at times and alarmed unexpected restart currently. Prior the buttons would not respond, but still deliver and use the down button. Mother states they disconnected and reconnected and on the fourth day the pumped worked fine. Currently mother states they are experiencing a blank display. Troubleshooting was performed and the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.